Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 20:51:02. During night drain cycle ten, the patient's ultrafiltration reading was 650ml, indicating the home patient (hp) drained 650ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If additional relevant information is received a follow-up will be sent.